Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 147 mmol/l. The qc going out of range prompted the repeat of the sample. Repeat result: 137 mmol/l (tested on another cobas 8000 ise). The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode lot number was dbb57 with an expiration date of 23-dec-2025. The calibration was last performed on 04-jun-2025, and it was acceptable. Based on the appearance of the provided charts, the customer's recovery was within range on (B)(6) 2025. The qc recovery was out of range, then it went back within range on the day of the event. The alarm trace showed an abnormal aspiration (sample probe) alarm on the day of the event. This is an indicator of possible poor sample quality. The customer declined service as they identified a dirty sample probe as the cause of the issue and confirmed that they cleaned the probe according to the recommendation. The customer maintenance resolved the issue. No further issues were reported afterward. The cause was traced to maintenance.